Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented a foreign material stuck in the channel. This event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a borescope found an object inside the suction cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the seeds stuck in the channel. Tried to clear the channel with a q-tip but broke it off in the channel is cause traced to user. And for the newly identified malfunction mentioned above, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.